Event description:
It is reported that the device was implanted in 2001, and revised in 2009, due to stage 3b osteolysis.

Manufacturer narrative:
Evaluation summary: the congruent tibial inset was returned for eval and the device meets print specification were measurable. As returned, there exists slight backside wear to the insert, and cold flow indications on the condylar surfaces. There are also signs of delamination to the peripheral edges of the condylar surfaces. There are damage marks to the locking mechanism and the proximal and distal sides of the insert, however, it is likely these resulted from the explantation process. Sem analysis revealed backside wear on the insert. X-rays were provided that demonstrate translucency on the medical and lateral tibia underneath the tibial baseplate, indicative of osteolysis. The product experience report suggests that the osteolysis may have been caused by the backside poly wear, however, this cannot be determined without additional information. As part of the complaint investigation for osteolysis, a team was formed to investigate a probable cause. The following areas were explored: literature research, clinical data, histology analysis, design aspects, wear testing, locking mechanism testing, micro-motion testing, and baseplate/screw interaction. After reviewing the results from the activities described above, the team concluded that there is no definitive cause that explains the report osteolysis. Results-conclusions - device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.